Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2022-42809, 2017865-2022-42810, 2017865-2022-42814. It was reported that the patient presented with an infection from a wound on their foot. Blood culture results showed bacteremia and vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD), right ventricular, right atrial, and left ventricular leads were explanted. The patient was recovering post procedure.